Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed calcium result generated on the architect c8000 processing module for one patient that didn¿t match clinical history. The following data was provided: initial result = 5.1 mg/dl, repeat on another instrument = 8.4 mg/dl, previous history = 8.4 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced multiple parts including the cc cuv wiper and the ict module. The replacement of the parts resolved the issue. No additional discrepant patient result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cc cuv wiper and the ict module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the cc cuv wiper and the ict module was identified.